Event description:
Per salesforce complaint ID (B)(4), it was reported that: physician was having difficulty passing stent over wire. Withdrew both stent and wire, noted stent bunched up on wire, cut stent off. Wire appeared elongated. - device issues or patient complications? Only device performance issue(s) - what troubleshooting steps took place? Replaced wire.